Event description:
Esu pencil would not funtion at all when plugged into a functional esu device. Esu device had been in use prior to the incident and worked fine. Pencil was replaced with new pencil and it worked fine. Pencil came in pack so no packaging available. Premade purchased surgical pack by medline.